Manufacturer narrative:
Date sent: 5/6/2009. Evaluation summary: the device was returned with the tissue pad missing from the clamp arm, but piece returned. No further evaluation could not be performed. Each device is visually inspected and functionally tested prior to shipment and damage of this magnitude would have been detected during this inspection and testing. However, a corrective and preventive action has been initiated to address this issue. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a unknown procedure, the instrument stopped working. The case was completed by using another device. Customer cannot provide anymore details about the circumstances in which the issue occurred. No patient consequence was reported.